Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively to a successful cryo ablation procedure, the patient experienced sepsis, fever and pneumonia. It was noted that staphylococcus aureus was seen in blood culture. The patient was severely ill, and medication was administered. The patient¿s hospitalization was extended. No further patient complications have been reported as a result of this event.